Event description:
Boston scientific received information that this programmer displayed black screen. The field representative tried to reboot the programmer but to no success. The programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis confirmed field allegation as black screen displayed when booted with light emitting diode (led). Contamination all over the programmer was also observed. Further, the lower half of the inverter was found to be overheated and the inverter cover was melted. A component of the internal circuitry was also burned up. All the affected components were replaced and the programmer passed all incoming tests thereafter.